Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the catheter had a hole at the hub and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: catheter had a hole at the hub of the catheter and where the catheter meet. After IV was placed, we attempted to flush IV and blood spurted from the site.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-oct-2022. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one bd 10ml luer lock syringe and a catheter adapter assembly from lot number 1293284 that is connected to extension tubing. A gross visual inspection of the returned units shows a yellow catheter adapter and media at the end of the assembly and on the connector indicating potential leakage from the device. The catheter adapter was detached from the extension tubing and tested for leakage. Leakage occurred from under the nose of the yellow adapter. A hole was found in the catheter tubing beneath the tip of the catheter adapter, which is consistent with damage from the swage pin which is part of the manufacturing process. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte autoguard-n straight, 24g x 0.56" the catheter had a hole at the hub and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: catheter had a hole at the hub of the catheter and where the catheter meet. After IV was placed, we attempted to flush IV and blood spurted from the site.